Event description:
It was reported that 548 days following a coronary artery drug eluting stenting treatment procedure, the pt expired. The pt presented in february 2004 for evaluation of dyspnea and chest pain. The pt stated that he has had several episodes of dizziness and the sensation of passing out. An ECG the same day revealed atrial fibrillation with right bundle branch block. The pt was admitted four days later and cardiac catheterization revealed: lmca-distal irregular 85% stenosis, lad occlued after the first septal perforator; distal to graft insertion was patent, lcx-occluded proximally, rca occlued proximally; distal segment fills from collaterals from lad graft, svg to lad patent proximal and distal anastomotic sites; body of graft is free of disease; lvef was 30%; global left ventricular hypokinesis. The pt was enrolled in the arrive program four days after intially presenting. Target lesion 1 (10mm long) was identified in the lmca (cass site 11) with 85% stenosis and a 3.25 mm reference vessel diameter. Target lesion 1 was treated with predilatation, and a 3.00 x 16mm taxus stent was deployed in the distal lmca ending in the proximal portion of the ramus. Residual stenosis was 0%. The pt was discharged two days later on asa and plavix. The site learned from the pt's family that the pt expired 548 days post arrive enrollment with the cause of death as congesitve heart failure and alzheimier's disease. No autopsy was performed. The causality assessment per the investigator indicated that the target vessel was not involved.